Event description:
I have breast implants and have been sick for several years from them. I have been to several doctors, tests ran and all they can come up with is sick from the implants. Have all symptoms as stated in the breast implant illness page also have rupture in right implant.